Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a saccular 6.6 cm in diameter and 35 mm in length thoracic aortic aneurysm in zone three. The proximal and distal aortic neck was 30 mm in diameter. There was severe calcification in the iliac arteries and proximal aortic neck. There was moderate calcification at the distal aortic neck. There was moderate thrombosis at the proximal aortic neck. It was reported that the patient did not regain consciousness after tevar. The following day the CT revealed that the patient had multiple cerebral infarctions and a shower of emboli. The patient received an anti-thrombogenic medication, but the patient remained comatose and expired. The physician stated that the patient was in poor health prior to the tevar procedure.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, cva). Patient's condition affected effectiveness of device (pre-existing condition; patient history of cerebral infarction, and anatomy related; heavy calcification and thrombus in the thoracic neck.). Conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; patient history of cerebral infarction, and anatomy related; heavy calcification and thrombus in the thoracic neck.).